Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that transmitter only blinked when it was on the charger, but when connected to sensor, it would read "transmitter low". Transmitter would be replaced. Customer's blood glucose was 41 mg/dl.